Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. Difficulty was encountered placing the lead in the coronary sinus and once placed there were high impedance and threshold measurements. The lead was removed and replaced without incident. The lead was discarded following the procedure and could not be retrieved.